Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this incident under the medwatch program as the malfunction did cause a minor user injury. No patient injury or harm resulted from this event.

Event description:
A customer reported to magellan diagnostics technical service (ts) that after receiving a new lot 2424m leadcare ii blood lead test kit (catalog number 70-6762), the level 1 control vial broke when the cap was being unscrewed for the first time. The top of the vial snapped causing a piece of glass to break off. The attached image file, "lv1 qc broken.jpg" shows the broken vial. The customer reported sustaining a minor cut from a glass shard that pierced their glove and went into the finger. The cut was small and had been bandaged. No further medical attention was needed. The customer confirmed that no control material had spilled or leaked into the test kit. On 09-jan-2025 the customer informed ts that the cut had fully healed.